Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device become available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.

Event description:
According to user facility, device was inserted into home-care patient for infusion of medication on (B)(6) 2013. Patient's mother was unable to flush the device on (B)(6) 2013. Patient was brought to hospital, site was undressed, and it was observed that the hub had broken off, leaving the needle embedded in the port. User facility reported surgical removal of the device was performed. No permanent adverse effects to patient reported.